Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/14/2016. The customer observed an indeterminate result from ss-hcg cartridge lot m15234a that was considered discrepant from the laboratory instrument. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. A deficiency has been identified for ss-hcg cartridge lot m15234a. While cartridge testing met the acceptance criterion for the rate of detected errors (dts), the acceptance criterion for the rate of undetected errors (udts) was not met. Root cause will be investigated as part of exception report (ER) 375028.

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer who observed an indeterminate result from b-hcg cartridge lot m15234a that was considered discrepant from the laboratory instrument. There was no patient information at the time of this report. Date: (B)(6) 2015, time: unk, method: I-stat , result: 22; (B)(6) 2015, unk, beckman, 0.00. Per I-stat system manual, art: 730474-00a, rev. Date: (B)(6) 2015: quantitative b-hcg: < 5.0 iu/l, result qualitative b-hcg interpretation: negative, handheld display: hcg qual ( - ); 5.0 - 25.0 iu/l, indeterminate, hcg qual ( ); > 25.0 iu/l, positive, hcg qual ( + ). There are no injuries associated with this event. The investigation is underway.